Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer also reported the pump was not working because it was not giving insulin due to an insulin flow block alarm. Blood glucose value at the time of the event was 580 mg/dl. The customer experienced symptoms of other, dizziness, and vomiting and could not stand; pain in the abdomen; and could not stand during the event. The customer experienced hyperglycemia and diabetic ketoacidosis and was hospitalized and treated with manual injection and an insulin pump. The event involved product(s) mmt-1880, mmt-332a, and mmt-399a. Troubleshooting was partially performed, and it was a past event and resolved. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1880. No product return is required for mmt-332a. No product return is required for mmt-399a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No missing serial number label on the back of the pump noted during visual inspection. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 08-dec-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 08-dec-2025 of the dailytotalcollectionstarttime, there is no bolus/basal delivery noted. The dailytotalofbasalinsulindelivered = 00.000 u and dailytotalofbolusinsulindelivered = 00.000 u which is equal to the dailytotalofallinsulindelivered = 00.000 u. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 08-dec-2025. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date of 08-dec-2025. However, multiple no delivery alarm/insulin flow blocked alarm were found on nov 2025 during bolus/basal/prime deliveries. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.50 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Cosmetic damage at the serial number label was not confirmed, however, other cosmetic damage was noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.